Event description:
The following information was reported in manufacturer's report #3007566237-2012-02362: it was reported that a patient experienced loss of therapeutic effect and loss of bladder control. The symptoms occurred following a fall, and the patient believes the leads may have moved. The patient had tried all of the programs and settings, but was not able to feel stimulation. Additional review indicated that this information should have been included in this manufacturer's report. All additional information regarding this event will be included in this report. Additional information was received from the manufacturer's representative that reported the patient's implantable neurostimulator (ins) was checked and was found to be working fine. The patient had a urinary tract infection (uti) and no reprogramming was performed. Three days later, the patient reported that she had received assistance from her doctor or manufacturer's representative and her concerns were resolved, though she also reported she was still "having a little trouble with it." The manufacturer's representative met with the patient on 2012 (B)(6) and reported the ins was functioning properly, but the patient did not have the stimulation turned up high enough to receive therapeutic effect. The stimulation was increased and the patient was informed to contact their doctor if therapeutic effect did not return. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient fell hard on the side of the implant. Following the fall, the patient had no stimulation sensation and experienced a loss of therapeutic effect. The patient checked the device and saw that it was on with stimulation set to 0.6v. The patient increased stimulation to 1.0v and was able to feel it, however, the patient later stated that stimulation wasn't working. The patient felt stimulation more in the rectum on programs 2, 3 and 4. Program 1 felt best, at 2.5v, and the patient decided to try it, however it was later reported that stimulation had been turned off because it was painful. The patient thought that the lead may have shifted, and was waiting to see her hcp. A manufacturer representative reported that the patient had been contacted and the issue resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va00swf, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).